Manufacturer narrative:
No observable defects could be found with the component themselves. Measurements taken met design requirements. Co was able to review the lot histories of the subject products and they were found to be acceptable per release criteria.

Event description:
Dr reported that two implants were mobile in site. Dr elected to remove the implant. Pt is reportedly fine. Pt is same pt as medwatch reports #2023141-1998-00361 and 2023141-1998-00352.